Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision was chosen for implantation utilizing a large flexnav delivery system. Patient presented in sinus rhythm with right bundle branch block. The valve was implanted successfully at 3mm depth. The next day (B)(6) 2025, the patient went into complete heart block. A permanent pacemaker was implanted the same day. The patient was reported to be discharged.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision was chosen for implantation utilizing a large flexnav delivery system. Patient presented in sinus rhythm with right bundle branch block. The valve was implanted successfully at 3mm depth. The next day (B)(6) 2025, the patient went into complete heart block. A permanent pacemaker was implanted the same day. The patient was reported to be discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.